Event description:
It was reported, that patient was using sara steady, and fell out. As a consequence of the event sustained broken hip. Customer provided information that patient passed away. No other information was provided. There are no further details at this time.